Event description:
Received info regarding a cartridge alarm 9 during the load process. Customer's blood glucose level was not impacted. The customer was able to reload the cartridge successfully and resume delivery.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a follow up supplemental report will be submitted.